Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states where the mast slides down into the base is broken at the weld. Provider states the steel is peeling away.